Event description:
It was reported the patient received multiple inappropriate shock therapies due to sinus tachycardia. It was noted that the device had migrated. The device was repositioned and addressed with stitches. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.